Event description:
Moistureplus multipurpose solution for contact lenses: symptoms: -redness - pain - sensation of something in the eye -excessive tearing. Dates of use: on and off during - 2007, continuous 2007. Diagnosis: rinsing, storing, and soaking of contacts.